Event description:
It was reported that: size 6 fr foley catheter inserted per sterile technique without difficulty. Rn inserted 3cc sterile water into valve. Radiology stated they could not remove catheter; unable to deflate bulb in an indwelling foley. Foley catheter cut, bulb remained inflated. Radiologist inserted guidewire in inflation hole, bulb remained inflated. Physician offered to assist, where upon he pulled foley gently. Foley removed without difficulty.